Event description:
New information received notes the right atrial (ra) lead had multiple episode of noise which resulted in inappropriate automatic mode switch episodes on (B)(6) 2022. Programming changes were made to the ra lead. The patient was in stable condition.

Event description:
It was reported in clinic that the patient's atrial lead exhibited noise which resulted in inappropriate mode switch. No intervention was performed. The patient was in stable condition.

Event description:
New information received notes the right atrial (ra) lead had multiple episode of noise which resulted in inappropriate automatic mode switch episodes on (B)(6) 2022. Noise could not be reproduced with isometric testing. No programming changes were made. The patient was in stable condition.